Event description:
I had the essure procedure done in 2006, after giving birth to my 3rd son. I was (B)(6) at the time of the procedure. I was in good health with no health related issues. After giving birth, I wanted to get a normal tubal ligation done, but my obgyn at the time, convinced me of this new essure procedure, that was 'allegedly" FDA approved and no side effects. The first year that I had the procedure, I had mild cramping which was tolerable. My obgyn advised that was the skin growing back over my fallopian tubes and would eventually stop. A few weeks after the procedure, I went back in to the office and had a hsg test, and was told that everything was fine. Now I have lower left abdominal/cervical pain, nausea, constipation, very frequent headaches, and I started having bloodclots with my menstrual cycles with severe cramping. I also have fibroids and cysts as well. I have relocated to a different state and cannot seem to get the answers or help that I am looking for. Not to mention my provider never told me that he was putting any form of anything metal in me, he just described them as softspiral coils. Since I have had the procedure done, I have gained weight, I also have a metallic taste in my mouth. I have tried to see other obgyn's but cannot get the help that I am looking for. I don't understand why in 2006 when I had the procedure that there was no precaution in having the women tested to see if their body can with hold this permanent procedure and have use tested. I feel like I was a human experiment, and now that I am complaining about it, I feel as if everyone is turning their back on me. I sincerely hope that I don't have to "drop dead" before the FDA take this matter serious. There are numerous sites where other women are all complaining of similar side effects. Please help us and provide us with information. List of other sites with women with issue with essure side effects: (B)(6).